Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad was peeling. The up and down arrow buttons would not respond to button presses. The keypad cover was removed and corrosion was found under all of the contacts and there was no evidence of internal moisture damage.

Event description:
The patient reported that the keypad buttons were not responding.